Event description:
It was reported that during t2gtn surgery, a screw could not be inserted to proximal oblique hole. After that surgeon exchanged to other same size screw, then it was inserted to the hole without problem. The patient was young girl and her medullary cavity was so narrow.

Manufacturer narrative:
Referring to the product inquiry the locking screw, fully threaded t2 tibia ø5x60 mm is stated to be the subject product. No further products were reported. A physical examination could not be carried out as the reported locking screw was discarded by the user. A review of the device history records was not possible as the lot code is unknown. However, it is very unlikely that the reported event was caused by the locking screw. Referring to the event description (¿the patient was young girl and her medullary cavity was so narrow.¿) the root cause most likely relates to problems during pre- drilling; it cannot be excluded that the step of pre- drilling was completely omitted. The manual ¿t2 gtn greater trochanter entry femoral nailing system operative technique¿ instructs in chapter ¿static locking mode¿: caution: the oblique locking hole is threaded medially, which may lead to increased torque during screw insertion. The lateral cortex shall therefore be opened with the 5.0 × 230mm drill (1806-5000).¿ there are further various possibilities for misaligned drilling regarding the above mentioned event: wrong angle of the target sleeve. The nail holding screw is not completely locked. So the nail is loose - mistargeting is possible. No use of drill with center tip / unfavorable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the target device during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, target device and nail. Potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. However, in absence of the subject product and based on the limited information given the exact root cause of the reported event could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
It was reported that during t2gtn surgery, a screw could not be inserted to proximal oblique hole. After that surgeon exchanged to other same size screw, then it was inserted to the hole without problem. The patient was young girl and her medullary cavity was so narrow.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.